Event description:
It was reported via a trial that approximately sixteen months post xience v stent implantation in the first obtuse marginal artery (1st om ) (2.5 x 18 mm) and in the proximal circumflex artery (pcx) (2.5 x 15 mm), the patient experienced increasing intensity and frequency of chest pain. On (B)(6) 2010 the patient underwent coronary artery bypass graft for 100% occlusion in the 1st om and a 30% ostial stenosis in the pcx. The patient's condition resolved on (B)(6) 2010. Although requested, there was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Stent: xience v 2.5 x 18 (part# 1009539-18, lot# unknown). The xience v 2.5 x 18 (part# 1009539-18, lot# unknown) is being filed under a separate medwatch MFR number. There was no reported product deficiency. Angina and restenosis are known adverse events as listed in the xience v instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.